Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to evaluation summary: manufacturer ref # (B)(4). It was reported that during an afib case, the catheter was way out of the map, but the system didn't generate a map shift error. Procedure was completed without consequences to patient. Biosense field service engineers followed up with the account. In next cases no reoccurrence of the catheter shift reported. No additional information was provided to biosense field service engineers on the occurrence. The additional investigation can't be performed as the data related to the issue was never sent to the carto manufacturer (htc). The history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. As the issue was not reported anymore and based on the limited information provided, the repair will be closed as not duplicated. System is operational. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter was way out of the map, but the system didn't generate any map shift error. The lasso catheter was placed in the left superior pulmonary vein (lspv) but on the carto it was above the left atrium. Procedure was completed without any patient consequence.